Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had a lot of bubbles and they had trouble inserting a new set. Troubleshooting on the reservoir was not possible as the customer had already changed the set and the reservoir. Customer was advised to all back if the issue reoccurs. No product being returned for analysis.